Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-0579. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention was undertaken on (B)(6) 2022 to address the issue. The ipg was also replaced due to reaching end of life. Therapy was restored postoperatively.

Manufacturer narrative:
Device not returned-the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.